Event description:
During an ultrasound guided liver biopsy under moderate sedation, the biopsy device (gun) failed to take the sample. The biopsy trocar device was advanced into the proper location but would not fire when attempts were made to activate. This occurred with 2 separate devices both with same lot number. The procedure was successfully completed with another brand of biopsy device.